Event description:
A facility administrator reported the unit displayed "no footswitch contact" during a procedure. Following a 20 minute delay, the system was switched out and the case was completed. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and replaced the footswitch. The system was then tested and met all product specifications. A review of the complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined at this time. (B)(4).